Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displays a beat of 80 which does not correspond to anything on the patient. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the avalon fm20 fetal monitor indicating that the device displays an inaccurate heartrate of 80. The issue occurred even with another sensor. The device was in use on patient at time of event, there was no adverse event reported. The remote service engineer performed troubleshooting with the customer and the customer was not able to reproduce the problem described by the user. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.